Event description:
The customer, (B)(6), reported via the (B)(4)competent authority that a staff member was removing the stretcher from the vehicle and the rear wheels failed to lock and this resulted in the stretcher partially collapsing. The customer reported that the staff member reached across to prevent the stretcher from collapsing causing the pt to fall to the floor. The pt suffered some minor injuries to the right side of their back.

Manufacturer narrative:
This f/u is being filed, because it was originally reported that this was a ferno cot, but upon inspection it was discovered that this was a stryker cot.